Manufacturer narrative:
(B)(4). The analysis result of the er320 device found that it was received empty and with the top shroud and the floor damaged. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. It could not be determined what may have caused the damaged found. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device six times. On the seventh firing, at least one of the clips came loose and fell out of the device. The surgeon was able to then use the remaining clips in the device with no further issue. A second device was also opened and used with no issue during the procedure. No adverse patient event occurred as a result of the clips falling out of the device. There were no adverse consequences for the patient.